Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient's pain pump had not worked in the last two days. The event date was noted to be (B)(6) 2016. It was explained that when the patient would go to receive a bolus, the personal therapy manager (ptm) would say "8826". The patient tried again after it was reviewed there was not an 8826 code and the patient saw an 8286 code, indicating an empty reservoir. It was stated that normally the healthcare provider (hcp) office would schedule his appointment before this happened. It was noted the patient would call his hcp. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.